Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient alleged injury. The indication for implantation of transvaginal mesh in this patient is pelvic relaxation, large enterocele. The postoperative complications that this patient developed following; transvaginal placement of surgical mesh in 2004 ¿ underwent anterior repair, enterocele repair using surgipro mesh, vault suspension and sacrospinous fixation under general endotracheal anesthesia. Complications post surgipro mesh placement, 2004: vaginal discharge and pelvic pressure - also has some leakage after voiding and rectal spasms at night - small stitch removed at introitus which was causing pain - vaginal cuff well supported with minimal edema. In 2006: bilateral flank pain, pain in upper abdomen radiating down to pelvis and nausea - diagnosed with acute non-complicated pyelonephritis without evidence of nephrolithiasis - rocephin infused; 2007: worsening of sharp pain in the urethra when voiding and also with movement - also having dyspareunia - diagnosed with possible neuromas with scar tissue and vaginal atrophy - prescribed estrogen cream. In 2009: leakage after voiding and incomplete emptying - sharp pain around urethra - diagnosed with second degree cystocele with vaginal cuff prolapse, atrophic vulva and vagina, urinary incontinence and possible erosion of previous mesh - referred for intravenous pyelogram (ivp) and cystoscopy; 2010: ivp dated (B)(6) 2010 was normal - diagnosed with urinary incontinence, moderate pain in the pubic area with hematuria - cytology and hematuria work-up negative - recommended repeat voided urine cytology. 2010: nocturia, urge urinary incontinence, stress urinary incontinence (sui), frequency, urgency, intermittency, weak stream and grade 1 cystocele. In 2010: urodynamics study: revealed somewhat high detrusor pressure; 2010-2011: pelvic pain and pressure - difficulty emptying bladder, urinary leakage on coughing, sneezing or laughing - diagnosed with grade 1 cystocele, no urethral hypermobility likely secondary to sling placement - planned for elevate anterior cystocele repair and possible sling revision. Additional implant surgery: 2011 ¿ underwent elevate anterior and apical repair for cystocele and apical prolapse complications post additional implant surgery: 2011: underwent ureteral re-implantation for ureteral injury. In 2011 - concerned about obstructing catheter - cystogram did not show any extravasation of contrast - prescribed cipro 500 mg 2011: worsening of right lower quadrant pain that is exacerbated by urination - diagnosed with right ureteral stent pain - scheduled to remove ureteral stent - prescribed ditropan for bladder spasm and lortab; 2011: in-office right ureteral stent removal: obstructing catheter - positive for hematuria, dysuria, frequency, urgency, straining, hesitancy, intermittency and nocturia ¿ urinalysis positive for blood - right ureteral stent removed - prescribed cipro 500 mg. In 2011: persistent right lower quadrant pain status post stent removal - instructed patient to void every 3-4 hours to help with pain - ivp and CT of pelvis revealed no extravasation of contrast - prescribed hydrocodone and oxybutynin.